Manufacturer narrative:
Follow-up #1 date of submission 08/12/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2016 with the following findings: a review of the black box data showed an unexplained reboot on (B)(4) 2016. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap was undamaged and was able to fully tighten on to the pump. The cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no power loss. The pump cover was opened and no internal defect was found. The complaint was not duplicated during testing. Unrelated to the complaint, the audio bolus button cover was torn.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the pump was experiencing an intermittent power issue. Reportedly, the battery compartment was cracked and the battery cap was unable to tighten on to the pump. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.